Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer through the proper procedure of filling and loading a new cartridge, which successfully resolved the issue, allowing the customer to resume insulin delivery.